Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. And observed that the battery gauge was remaining static in power despite charging. The customer's blood glucose (bg) ranged from 256-309 mg/dl. Upon follow up, the customer reported that the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.